Event description:
It was reported that the dexcom g7 sensor failed to pair with the ilet, prompting a pump alert to connect cgm or enter bg; the user subsequently paired the sensor to the dexcom app, which displayed a glucose value of 324 mg/dl, and was instructed to toggle the pump cgm setting between g7 and g6 and re-enter the sensor code, after which the pump entered pairing mode. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting with user guidance. Investigation of this case revealed that the pairing difficulty was resolved through setting adjustments and re-entry of the sensor pairing code. It was concluded that the event was consistent with user interface or connectivity issues between the cgm and the pump rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.